Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and observed loose particulate matter in the fluid pathway. Analytical analysis was performed and one colorless, lobed particle was observed. Fourier transform infrared spectroscopy (ftir) determined that the particle was consistent with polyvinyl chloride (pvc), which is used in the manufacture of this device. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign matter was found in an exactamix 250 ml eva tpn bag after filling. There was no patient involvement. No additional information is available.